Event description:
It was reported that during a change-out/upgrade procedure, the right ventricular (rv) lead's outer insulation was "nicked". Thresholds and impedances were checked and were stable and the lead was left implanted. There were no patient complications reported as a result of this event. Additional information received indicated that the lead was removed due to infection. No patient complications were reported as a result of this event.

Event description:
It was reported that during a change-out/upgrade procedure, the rv lead's outer insulation was "nicked". Thresholds and impedances were checked and were stable and the lead was left implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.